Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 75 mg/dl at the time of the incident. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer states notification light stopped flashing immediately. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed device error. The power management tool confirmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volt for 4 consecutive hours due to connector resistance electrical board.